Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) done yesterday and 10:30am and the pump did not come back on. The caller stated that a company representative (rep) told the patient to go home and that it can take time for the pump to turn back on. The patient stated they were told to meet a company rep because they were in a lot of pain. The patient stated once the nurse connected that the pump was back on and was in motor stall and sent the patient home. The patient stated that they do not have a personal therapy manager (ptm) and the pump was not alarming.the issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.